Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated the hrm task did not grant motor power in a reasonable time(pump error 82). Troubleshooting was performed. The customer reported no adverse event. The event involved product(s) mmt-1884l. The customer was able to clear the error and pump passed displacement test. The pump did not pass additional testing or error table indicated that replacement was required.. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit passed the displacement test, and self-test. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No unexpected alarms noted during basal deliveries. No daily total anomaly or basal anomaly noted. The history was download successfully using thus software. The long history file confirm pump error 82 alarm (motor power request timeout alarm) on (B)(6) 2024 09:56:12:000 pm due to moisture damage on electronics. Unit was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor / motor. The following were noted during visual inspection fading serial number label and cracked case at battery tube side. Pump error 82 alarms were confirmed on long history download files due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.